Manufacturer narrative:
A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. The event is consistent with a hypersensitivity type reaction. Hypersensitivity or allergic adverse reactions are known risks of hemodialysis. The nxstage user guide and instructions for use include allergic reaction as a potential risk associated with dialysis therapy and also include warnings to monitor for potential allergic reactions. Biocompatibility of the device has been established. UDI: (B)(4).

Event description:
A report was received on (B)(6) 2025 from the nurse of a 52-year-old male patient with a medical history including diabetes and end stage renal disease, who stated the patient experienced itching, shortness of breath, vomiting, fatigue and hypotension during his first hemodialysis treatment on (B)(6) 2025. The patient was administered oxygen and 25mg intravenous diphenhydramine (benadryl), and the symptoms resolved. Additional information was received on 13 aug 2025 from the nurse stating the patient has resumed treatment with the use of a dialyzer from a different manufacturer.